Event description:
A field service representative (fsr) was allegedly at a customer site for a repair of the solid waste locking system on the cobas 6800 instrument. The fsr was reportedly disposing of the liquid waste without proper eye protection when some splashed into his eyes. The fsr reportedly went to see an optometrist and an eye doctor. The optometrist took a retinal photo and measured the pressure on both eyes. The retina is ok. The doctor prescribed painkillers and antibiotics. It was reported that his right eye is better and the left eye is still giving pain and swelling but less than before.

Manufacturer narrative:
The fsr was reportedly wearing personal prescriptive glasses but not proper eye protection. Per the cobas 6800 instrument safety guide, it is important to "wear appropriate personal protective equipment, including eye protection" when working with the instrument.